Manufacturer narrative:
The pod will not be returned for evaluation. Unable to confirm any product malfunction. The omnipod user guide instructs patients to check the infusion site daily for signs of infection such as pain, swelling, redness, discharge or heat. If there are signs that the site may be infected, the patient is advised to immediately remove the pod and apply a new one, contact a health care provider and treat the infection according to the health care provider's instructions. The customer followed these instructions per the user guide and was prescribed medication to treat the irritation.

Event description:
The customer's mother reported that her daughter was "having issues" with pod placement sites; she experienced "a lot of irritation with peeling of the skin". Her skin condition required a visit with her doctor, who prescribed an ointment for treatment. The pod will not be returned for evaluation.